Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of drainage and seroma -late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: chronic inflammation, fear of alcl, redness, rash, swelling, pain, fluid, subcellular changes, fever, discharge, gi upset, insomnia, mental anguish and depression.

Event description:
Patient representative reported right side "chronic inflammation and fear of alcl, redness, rash, swelling, pain, fluid, subcellular changes, fever and discharge. Patient representative also reported " gi upset, insomnia, mental anguish and depression," which are not device related. Device has been explanted.